Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The nurse found fluid on floor. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received which clarified that the leaking product was the pd solution bag. There was no allegation against the homechoice cassette in this event as previously reported. Should additional relevant information become available, a supplemental report will be submitted.